Event description:
An alarm issue was reported with the adc device in use with huawei nova 10 phone with an unknown operating system version. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced extreme sweating. The customer was treated with dextro energy glucose tablets by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss. Attempted to replicate the user¿s complaint using a samsung galaxy s9 (android 10, 2.10.1.10406) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with huawei mate 20 pro phone with an android 10 operating system and app version 2.10.1.10406. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced extreme sweating. The customer was treated with dextro energy glucose tablets by a third-party. There was no report of death or permanent impairment associated with this event.